Event description:
Additional information was received stating the patient still had therapy but could not get device into MRI mode and wanted it replaced. Surgical intervention took place where the lead was explanted and replaced to address the issue. Effective therapy was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient had a fall, and after the system diagnostics recorded high impedances on the left lead. As a result, the patient was experiencing ineffective therapy. Reprogramming was able to get decent coverage on the right lead only. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated.